Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed. The alarm log review and power on self-test found evidence of the f-94 alarm. Visual inspection was performed and noted a swollen main battery. The cause of the f-94 alarm was due to a swollen main battery. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.